Event description:
Got my implants (B)(6) 2018 and immediately had issues including joint pain, inflammation, nerve pain, sciatica, low back pain, left hip pain. No matter what I do to help pt, chiro, pain meds, steroid meds, nothing touches it. I am needing to get implants out.